Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction and the device generated an 0x41 hazard alarm indicating rotational sensor maximum summed error table. Inspection of the device found the commutator cap to be contaminated. The contaminated commutator cap caused the rotational sensor malfunction and 0x41 alarm, preventing the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide had failed to move forward. The pod was not worn.